Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "auto-fill failure alarms" issue; however, the fse was able to verify "iab gas loss" alarms in the iabp¿s diagnostic error log. The fse then performed all functional and safety checks to meet factory specifications. The iabp passed all performed tests. Suspect gas loss and auto-fill issues were due to issues with patient circuit. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated five (5) auto-fills per hour. There was no patient harm, serious injury, or adverse event reported.